Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) earlier than expected due to long charge times during middle of life. No adverse patient effects were reported. Due to other medical procedures the patient requires, surgical intervention will occur in about two months. As of today, the device remains in service.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.